Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited far r oversensing that caused inappropriate mode switch. The pacemaker was explanted and replaced. The patient status throughout the procedure was unknown.

Manufacturer narrative:
The reported event of sensing anomaly and pacing problem were not confirmed. The pacemaker was returned for analysis. Pacing and sensing functions of the device were tested and found no anomalies. Electrical and mechanical testing of the device did not find any anomaly.